Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse sent a replacement compressor to the customer.

Event description:
It was reported that, the compressor on a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The ventilator unit was returned for evaluation. The reported condition was confirmed. The customer was sent a replacement ventilator.